Event description:
Consumer reported that the head of the sonic toothbrush disengaged during use. This is regarded as a malfunction. The incident case cause the consumer to chip a tooth and was reported as 2280705-2011-00014. Note: this report is a result of a teleconference between church and dwight co., inc and the (B)(4) on (B)(6), 2011, where clarification was provided on "reportable malfunctions". This entailed reviewing consumer complaint files from jan 2009 to nov 2011 to identify and submit all meeting these criteria.

Manufacturer narrative:
Add' lot #: head 93091a. Add'l dev. Manf. Date: 11/05/2009. (B)(4). Conclusions: head pull off of returned brush was measured to be below specified limit.